Manufacturer narrative:
Results: a sample was returned for evaluation along with a photo. Both confirmed the complaint of extra additive in tube. A review of the device history record for the incident lot revealed there was a qn for wet tubes but all process and final inspections complied with specification requirements. Conclusion: this could potentially occur when a tray that was removed after a fault was put back on the line before liquid filler. Bd was able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 13x75mm 1.8ml bd vacutainer® plus plastic citrate tube, bd hemogard¿ closure had twice the amount of citrate solution in one tube. There was no injury or medical intervention reported.